Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in the r-wave sensing value was noted on the high voltage lead. No other actions were taken besides the patient being monitored. The patient is in stable condition.